Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3889-28, lot# j0235484v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The manufacturing representative reported that the patient had a loss of therapy and the patient's device was not working.